Manufacturer narrative:
If additional information is received, it will be provided in a supplemental report upon completion of the investigation; not returned.

Event description:
It was reported that the patient was revised due to trunnionosis and periprosthetic fracture.

Manufacturer narrative:
Reported event: an event regarding wear and periprosthetic fracture was reported. On review of the provided medical records by a clinical consultant corrosion & disassociation were confirmed, periprosthetic fracture was not confirmed. Method & results: device evaluation and results: not performed as the reported device was not returned for evaluation. Medical records received and evaluation: a review of the provided medical records noted; heterotopic ossifications (brooker grade-4) in and around the arthroplasty have contributed to an overload condition in the arthroplasty causing corrosion in the trunnion section with gradual metal substance loss, loss of taper lock functionality with ultimately femoral head disassociation requiring revision surgery. Does the review identify any procedural related factors that contributed to the event? None evident in the principal failure mode it remains possible that a pp-fracture occurred during stem removal but there is no hard evidence to support this does the review identify any patient related factors that contributed to the event? Heterotopic ossifications (brooker grade-4) in and around the arthroplasty does the review identify any device related factors that caused or contributed to the adverse event? No device-related factors are associated with any of the implanted devices. Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot for all failure modes. Conclusion: a clinical consultant concluded, heterotopic ossifications (brooker grade-4) in and around the arthroplasty have contributed to an overload condition in the arthroplasty causing corrosion in the trunnion section with gradual metal substance loss, loss of taper lock functionality with ultimately femoral head disassociation requiring revision surgery. No further investigation for this event is possible at this time. If additional information become available, this investigation will be reopened.

Event description:
It was reported that the patient was revised due to trunnionosis and periprosthetic fracture.

Event description:
It was reported that the patient was revised due to trunnionosis and periprosthetic fracture.

Manufacturer narrative:
An event regarding wear and periprosthetic fracture was reported. On review of the provided medical records by a clinical consultant corrosion, disassociation, & wear were confirmed, periprosthetic fracture was not confirmed. Method & results: device evaluation and results: not performed as the reported device was not returned for evaluation. Medical records received and evaluation: a review of the provided medical records noted; heterotopic ossifications (brooker grade-4) in and around the arthroplasty have contributed to an overload condition in the arthroplasty causing corrosion in the trunnion section with gradual metal substance loss, loss of taper lock functionality with ultimately femoral head disassociation requiring revision surgery. Does the review identify any procedural related factors that contributed to the event? None evident in the principal failure mode it remains possible that a pp-fracture occurred during stem removal but there is no hard evidence to support this does the review identify any patient related factors that contributed to the event? Heterotopic ossifications (brooker grade-4) in and around the arthroplasty does the review identify any device related factors that caused or contributed to the adverse event? No device-related factors are associated with any of the implanted devices. Device history review: not performed as device details are unknown. Complaint history review: not performed as device details are unknown. Conclusion: a clinical consultant concluded, heterotopic ossitications (brooker grade-4) in and around the arthroplasty have contributed to an overload condition in the arthroplasty causing corrosion in the trunnion section with gradual metal substance loss, loss of taper lock functionality with ultimately femoral head disassociation requiring revision surgery. No further investigation for this event is possible at this time. If additional information become available, this investigation will be reopened.